Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was difficult to disconnect the following information was received by the initial reporter with the following verbatim: "has there been any issues with the following item. I was unable to use the device due to inability to remove the white safety cover. I opened 2 packages with same results, another rn reported the same issue. I kept the item in case we need it.

Event description:
No additional information was provided. Material #: mz5302 batch#: 23119227 it was reported by customer that I was unable to use the device due to inability to remove the white safety cover. I opened 2 packages with same results, another rn reported the same issue. I kept the item in case we need it. Verbatim: "has there been any issues with the following item. I was unable to use the device due to inability to remove the white safety cover. I opened 2 packages with same results, another rn reported the same issue. I kept the item in case we need it. The bd max zero extension set ref mz5302 , lot number (10) 23119227. Another of similar product bd max zero extension set ref mz5301 was obtained, has different type of safety cover and functioned as expected. This item is much better!"

Manufacturer narrative:
It was reported by customer that I was unable to use the device due to inability to remove the white safety cover. No product or photo, of material number mz5302, was returned by the customer. The samples submitted under this complaint number are of material number mpx5302-c, and will be evaluation under complaint number pr (B)(4). The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5302 lot number 23119227 was performed. The search showed that a total of 38,403 units in 1 lot number was built on 17nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.